Manufacturer narrative:
The customer reported a recognized ring artifact on an image. There was no report of misrepresentation as a result of the artifact. The philips field service engineer (fse) evaluated the system and checked the images to confirm the reported issue. The fse checked the collimator and found a crack in the compensator as the cause for the image artifact. The fse confirmed there was no harm to a patient and no report od misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue has been determined to not be a reportable event.

Manufacturer narrative:
Internal cross reference: (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.